Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the gastric pouch during a laparoscopic gastric bypass, the device was difficult to toggle and two needles broke and fell into the cavity of the patient. The first needle was retrieved but only half of the second needle was retrieved. They used another needle to complete the case.